Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags message that appeared on the display of the home patient's homechoice machine during the priming cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient was connected their transfer set to the patient line of the homechoice set during the priming cycle. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.